Event description:
It was reported that the cartridge was leaking from an unknown location. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.